Event description:
The consumer reported the right intermediate side rail will not latch in the up position. The bed is located in the home of the consumer. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The consumer does not wish to repair the bed at this time due to funds. No further info is available on the repair of the bed at this time. A follow up report will be sent once this info becomes available.